Event description:
As reported by the user facility: reason of complaint: noticed saline leaking from blood line during set up. Closer examination revealed pin prick size holes. 5 lines affected. Customer has pulled the lot and requests replacement. Patient injury: no.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.